Event description:
In 2004, bayer was notified by the hosp lab that one pt had been given an IV [intravenous] infusion of potassium due to a falsely low potassium result on the advia 1650. This event occurred in 2004, however, it was not reported to bayer until 9 days later. The customer noticed erratic potassium results and was troubleshooting the system the day before the event. The following day, the customer replaced the potassium electrode. After an apparent acceptable calibration and qc results, the customer ran and reported pt results some of which were later found to be discrepant. The pt samples were rerun and corrected results reported. One pt [noted as pt 1 in section b.6], who is the subject of this MDR, was treated with an infusion of potassium. There was no pt intervention for the other 6 pts based on the discrepant results. The customer called bayer. Bayer field service installed a new potassium electrode. There were no further issues or discrepant potassium results after bayer's service call. Bayer believes this to be an isolated event involving a faulty potassium electrode.